Event description:
The customer obtained the blood glucose result in the 100's (mg/dl) on the accu-chek compact plus system in comparison to a blood glucose result greater than 300 mg/dl on the professional meter. The results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.